Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported complaint with the following clarification that a small piece approximately .0785 of the ceramic sleeve was broken off. The broken piece was not returned to isi. Engineering concluded that the damage was likely due to mishandling. The instrument also passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. The surgeon indicated that he does not recall the specific surgical task that he was performing when the instrument broke and that it was one of the surgical staff members that observed that the instrument was broken. The surgeon indicated that he spent 15 minutes searching for the broken instrument piece; however, he was unable to locate it. No additional intervention was required to search for instrument piece. The surgeon indicated that there was no harm to the patient and the patient has not returned to the hospital due to retaining a foreign object.

Event description:
It was reported that during a da vinci si nissen fundoplication procedure, the coating around the tip of the permanent cautery spatula instrument broke off and fell into the patient. The broken instrument piece was not retrieved. The planned surgical procedure was completed and no patient harm was reported.